Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: mark two engineering manufactured the ti end cap humeral nail, part number 04.001.000, and lot number 6555302. Initially, the part conformed to the supplier¿s certificate of conformance and to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID reported as (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained right humeral fracture on (B)(6) 2012. Fracture was repaired on (B)(6) 2012. Post-op follow-up revealed a non-union of fracture at a unknown date. Decision was made to remove and revise the construct. Two stage process ¿ remove hardware and within a couple of weeks at a unknown date to revise patient with new hardware. All hardware was removed successfully. No delay in surgery reported. This is report number 1 of 4 for (B)(4).